Manufacturer narrative:
The surgeon did not check the coil before the procedure, and the green system ready light did not illuminate. The coil did not detach and it was not possible to resheath it. They try several detachment cables. Finally the coil could be placed in the aneurysm it seems that the coil disrupted from the wire. They finished the procedure successfully and there was no harm for the patient reported. Thus we would determine this case as non mdv reportable. Additional information received from the affiliate indicated and clarified that more or less, it was not a real detachment after several trials to detach it, they try to resheath it but without success because it was caught in itself thus it was more a breakaway but finally it was placed in the aneurysm. The coil had stretched. The detach button was pressed more than three times. There was no resistance during coil advancement into the microcatheter. The microcatheter used was prowler 14, no lot number is available. An adequate continuous flush was maintained through the microcatheter. The device was not returned for evaluation. Without the return of the device for analysis and based on the available information no definitive conclusion can be made. A review of the manufacturing documentation associated with this lot f74270 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.

Event description:
As reported, the surgeon did not check the coil before the procedure, and the green system ready light did not illuminate. The coil did not detach and it was not possible to resheath it. They try several detachment cables. Finally the coil could be placed in the aneurysm it seems that the coil disrupted from the wire. They finished the procedure successfully and there was no harm for the patient reported. Thus we would determine this case as non mdv reportable. Additional information received from the affiliate indicated and clarified that more or less, it was not a real detachment after several trials to detach it, they try to resheath it, but without success because it was caught in itself, thus it was more a breakaway, but finally it was placed in the aneurysm. The coil had stretched. The detach button was pressed more than three times. There was no resistance during coil advancement into the microcatheter. The microcatheter used was prowler 14, no lot number is available. An adequate continuous flush was maintained through the microcatheter

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.